Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The root cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. The results of the analysis and culture were unknown at the time of reporting. On (B)(6) 2011, the patient received remedial treatment with a loading dose of vancomycin (1 gm, ip), amikacin (125 mg, ip), and ceftazidime (1 gm, ip). The patient remained hospitalized. The outcome of the peritonitis was unknown. Dianeal pd2 ultrabag therapy was ongoing. The nurse believed that the peritonitis was not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.